Manufacturer narrative:
The manufacturer previously reported an issue related to the active exhalation control module was observed and the active exhalation control module needed replaced to address the issue. No component was replaced. The device was recalibrated to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.